Event description:
The complainant reported that during a coronary angiography, air remained in the tubing following aspiration, and was injected into the patient. The patient was monitored, and there was no harm or injury reported.

Manufacturer narrative:
Conclusion: the suspect device was not returned to merit for evaluation. Therefore the root cause of this incident could not be determined. No conclusion can be drawn.